Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected to accurately identify the report source as a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the b30 scope communication error issue could not be determined. It is possible that the issue occurred due to an abnormality in scope communication due to the attachment of foreign matter or moisture at the electric junction. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿·b30 scope communication error ·display message scope communication errors (b30) please contact to olympus. ·phenomenon this message is issued when hardware expansion of scope ID data has failed (a registry error occurred). ·how clients cope discontinue use and contact olympus. ·how to respond to olympus engineers correspond with reference to troubleshooting of the scope service manual.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call tac recommended several trouble-shooting options. The customer noted that he would attempt those then provide a follow up phone call. The customer called back and confirmed that he continued the trouble-shooting and found no issues with the subject device. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he received a b30 scope communication error on his olympus evis exera iii xenon light source during an unspecified procedure. Additional details concerning this event were requested, but unknown by the initial reporter. He did confirm that the facility intends to return the subject device. There was no patient harm or consequence reported as a result of this event.